Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patients pulse generator exhibited backup vvi mode following the patients recent radiation therapy. The device was successfully restored. The patients radiation therapy was altered and the device exhibited normal behavior following the next radiation treatment.